Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer requested assistance adjusting the pump basal rate to prevent blood glucose (bg) levels from dropping. Customer did not provide a bg value, and additional information on the reported issue was unable to be obtained.